Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 32 x 3.00 promus premier¿ drug eluting stent was advanced to treat the lesion but failed to cross the lesion. During withdrawal, there was deterioration of the extended stent and it was broken in pieces.